Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual analysis noted that the screen was abnormal. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the software updates were unable to be installed. The reported issue was confirmed. This can occur when there are interruptions in communication between vlex and the handle during the update. The analysis identified an unreported condition of a damaged non-critical electrical component. The product analysis noted evidence that the device was not used as intended. The investigation detected another unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the servicing of the reps. Car stock device, the display from the handle was black, but the device made a sound. Also, the software update of the device was unable to be installed. There was no patient involvement.